Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root causes is undetermined. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd preset¿ arterial blood collection syringe the cannula was blocked and there was a molding defect. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: it is found that the connection of needle tip and the needle handle was bent, and the bolus has resistance.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use with an unspecified bd preset¿ arterial blood collection syringe the cannula was blocked and there was a molding defect. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: it is found that the connection of needle tip and the needle handle was bent, and the bolus has resistance.